Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2017-30578. During follow-up, all electrical measurements on the right and left ventricular leads were out of range. Diagnostic imaging confirmed the leads were dislodged due to twiddlers syndrome. The leads were explanted and replaced and the patient was in stable condition.